Manufacturer narrative:
Section d4: device manufacture date (h4) is not currently available. The primary UDI number in d4 is reflective of all available information. Section g3: the PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient stated that their mobile power unit (mpu) did not give power and alarmed. While hooked up to the wall with the white lead only, the system controller alarmed "no power" on the black lead to the battery. The battery was full that morning. When a new fully charged battery was attached to the black power lead, it drained within seconds and started to alarm. The bad system controller was then attached to retrieve waveforms and it drained the battery in the power module and alarmed. The new battery that drained was able to recharge. The power module battery was reset and recharged. A loaner mobile power unit (mpu) was issued.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) (serial number: (B)(6) was returned in association with the reported event of no external power alarms. The mpu was tested and evaluated at the pleasanton service depot and was found to function as intended. The mpu was able to support a test controller and mock circulatory loop for an extended period of time without issue or alarm. The mpu was forwarded to the product performance engineering group for further analysis. The mpu was connected to the returned system controller (serial number: (B)(6), and the alarms were able to be reproduced when the controller¿s power cables were manipulated; however the alarms were also reproduced when the controller was connected to a test power module, so the root cause was determined to be due to the power cable damage on the system controller, and the reported event could not be correlated to an issue with the mpu. There were incidental findings of loose encasing of the patient cable. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.